Event description:
A customer reported during a cataract extraction with intraocular lens implant procedure the footswitch presented a problem. The surgery was completed using an alternate system with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in process. A supplemental MDR will be filed as necessary in accordance with 21 cft 803.56 when additional reportable information becomes available. (B)(4).